Event description:
Heartware lvad presents with melena and symptomatic anemia. Hemoglobin decreased from 10.5 to 4.6 over 9 days in the setting of inr 1.8 and aspirin 325 mg daily. Three units of blood were transfused over the course of the hospitalization. Endoscopic evaluation included egd and colonoscopy which revealed: la grade a esophagitis, gastritis, duodenal erosions, normal colon with exception of 2 polyps which required removal. Higher dose protonix was prescribed, and aspirin dosing was decreased to 81 mg every other day. Heparin to coumadin bridge completed safely prior to discharge.